Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced massive bleeding from the access site which required the patient to be taken in the or for repair and have the bleeding stop. Five days after this event. The patient was found to have a clot in the brain. Six days after the clot was found decision was made by the medical team to withdraw care and the patient expired.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Access site bleeding- the root cause of the access site bleed was unable to be determined as insufficient clinical information and product was provided for the investigation. Thrombus- the root cause of the thrombus is determined to be patient condition. It was mentioned that the clot was found in brain and has no details to determine the cause was related to impella. Hence the root cause is patient condition. This complaint has been identified as part of a retrospective review.